Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava. The information provided indicated that the filter subsequently malfunctioned and caused severe right leg pain, numbness and swelling from the groin to the foot. According to the information received in the patient profile from, the filter subsequently malfunctioned and caused blood clots, clotting, and/or occlusion of the ivc, tilt, and unsuccessful removal attempt, no filter retrieval attempt has been documented. The patient also reports continuous discomfort and mental anguish caused by the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the ivc filter or vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling and discomfort of the lower extremities. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Anxiety, pain, numbness and swelling of the legs do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc, tilt, and unsuccessful removal attempt. No filter retrieval attempt has been documented. The patient also reports continuous discomfort and mental anguish caused by the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient experienced severe right leg pain, numbness and swelling that extended from the groin to the foot. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pain, numbness and swelling of the legs does not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, severe right leg pain, numbness and swelling from the groin to the foot.